Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that there was lead insertion difficulty during the procedure on (B)(6) 2015. The setscrew could not be advanced and the lead could not be inserted. The setscrew was too tight and they tried to back the screw out. A second implantable neurostimulator (ins) was implanted and worked without issue. The lead advanced very easily. No symptoms were reported and there was no patient death.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed setscrew was backed out too far.

Event description:
Additional informational received later battery would not allow lead to advance. This battery was sent into manufacturer company. The set screw was stuck and a new battery was used. The troubleshooting performed was they tried to advance the lead into the battery, clean lead off, back set screw out a bit. Nothing worked. The 2nd implantable device that they used allowed the lead to advance in all the way and have clear impedance. It seemed as though the set screw was stuck and even backing it out would not allow this lead to advance to the header of the ins. The second ins allowed an easy advancement. Impedance ran and no errors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.